Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a erc tubing clamp / 620mm gave an error code associated to no impulse transmission from the hall sensors on the motor during maintenance. Reportedly, the clamp did not close. In addition, another error appeared indicating that stop link was interrupted. There was no patient involvement.

Manufacturer narrative:
H.10: the device was returned back to the manufacturer site for repair. The issue was confirmed. Troubleshooting revealed that the rotor of the clamp was stuck, because of defective ball bearings. The bearings were replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.